Event description:
Customer reported discrepancy on validation - collimator needs to come down to less than 2% and is currently a 4% deviation. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but did not report the status of the system.